Event description:
The device was returned for service. During testing, a failure code 810:11 was found in the pump's event history. According to the hosp rep, no pt injury or need for medical intervention had been reported related to this device. No additional contact info was available.